Event description:
It was reported that the device had pump has a rattle like something is broken off inside device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a device had pump has a rattle like something is broken off inside device was confirmed during internal inspection of the pcu. It was identified that the speaker bracket was not properly secured due to loose kep nuts, allowing movement of components within the enclosure. During laboratory testing, the suspect pcu was subjected to manual movement as part of the evaluation. During handling, a distinct rattling noise was consistently observed, indicating the presence of a loose internal component. Internal inspection revealed a bracket speaker retaining and two corresponding kep nuts found loose inside the enclosure. The presence of the loose hardware is consistent with the rattling noise observed during handling. The speaker mounting bracket was properly reinstalled and secured within the device, then, rattling noise was no longer present, indicating the issue was resolved. A preventive maintenance (pm) test was performed on the suspect pcu to verify proper functionality. All alaris system maintenance (asm) pm tasks were completed successfully, with no errors or malfunctions observed. The bd alaris¿ system with guardrails user manual v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.